Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03085. Related manufacturer reference number: 1627487-2022-03083. It was reported the patients leads displayed high impedances. X-ray imaging was undertaken wherein it was noted the leads are fractured. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein all 3 leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.